Event description:
It was reported that anchor c 6mm inserter tip broke during implantation of screws. Once inserter tip broke the surgeon made the decision to leave the implant as is, there didn't appear to be any adverse issues.

Manufacturer narrative:
Method: device history review; complaint history review; device evaluation; results: a materials analysis of the returned device indicated that the device fractured as a result of torsion in ductile mode. The plausible root cause of the reported event is a torsional overload applied by the user. Conclusion: the anchor c 6mm inserter was confirmed to have a fractured tip upon visual inspection. No harm or adverse consequences have been reported. The threaded tip was left in the cage which is still implanted in the patient. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that anchor c 6mm inserter tip broke during implantation of screws. Once inserter tip broke the surgeon made the decision to leave the implant as is, there didn't appear to be any adverse issues.